Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use in a segmental resection of lung and thoracoscopy, the trigger did not return and the knife remained exposed. There was no patient involvement, and a new device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found evidence of use. There was blood on the jaw's seal plates. The customer reported that the knife blade did not retract and the knife blade was exposed. Investigation found the device knife blade was not exposed. The knife blade advanced and retracted properly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.